Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump has no alarm sound. This occurred several times throughout april, may and june during a procedure.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.